Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was over 600mg/dl and a manual injection was administered to address their bg level; the current bg level was 114mg/dl. The customer ran fill tubing prior to contacting tandem technical support and stated that insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site. Tandem technical support advised the customer to change their infusion set site but the customer declined. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.